Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6), UDI: ((B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite of optimizing the programs. The patient underwent a spinal cord stimulator (scs) system explant procedure.